Manufacturer narrative:
Innovative health, llc became aware that the original submission contained an erroneous selection on the "outcomes attributed to adverse event" field. No patient injuries were reported associated with this event and no apparent harm occurred in relation to the reported event.

Manufacturer narrative:
Innovative health, llc became aware on 3/31/2023 of a viewflex xtra ice device from (B)(6) center reported to have a "bent tip, no signal". Innovative health received the device for evaluation on 3/31/2023. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. The fractured tip likely contributed to the no signal reported. No injury was reported.

Event description:
The device was reported to have a bent tip and no signal. No patient injuries were reported.